Manufacturer narrative:
Reporter is a synthes employee. This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a hardware removal surgery due to pain. One (1) variable angle (va) locking compression plate (lcp) distal radius plate, six (6) unknown locking screws and three (3) unknown cortex screws were removed. The distal radius plate removed from the right radius contained three (3) 2.7 mm cortex screws and six (6) 2.4 mm va locking screws. While the surgeon was removing the distal locking screws, one of the heads sheared off. The rest of the screws and the plate were removed without incident. Once we were able to see the shaft of the screw the surgeon saw it was flush with the volar cortex. He used a small curette to expose the shaft of the screw and a heavy needle driver to grab and remove the shaft of the screw. There was a surgical delay of 5 minutes. The surgery was completed with no adverse consequence to the patient. This complaint involves ten (10) devices. This report is for one (1) unk - screws: locking. This is report 2 of 10 for (B)(4). This report is linked to (B)(4).